Manufacturer narrative:
The insulin pump alarmed with a radio frequency error during the self test due to a faulty component on the reference board. The unit passed the idle current, run current, off no power, unexpected restart error, basic occlusion, occlusion, prime/compromised force sensor system, no delivery, displacement, and rewind tests. The unit was unable to verify the lost sensor alarm and perform the blood glucose test due to the radio frequency error alarm. The unit also had minor scratches on the display window.

Event description:
The customer's mother reported via phone call that her son's insulin pump alarmed lost sensor followed by a radio frequency error. The patient's blood glucose at the time of incident was 69 mg/dl. Troubleshooting was initiated for the radio frequency error. The customer programmed a normal bolus into the air and the bolus amount was recorded in the bolus history. The customer confirmed that a temp basal was not programmed before the alarm occurred. The insulin pump was returned for analysis and a replacement device was shipped to the customer.